Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the patient forgot to remove needle guard from the cannula on (B)(6) 2025 resulting in high blood glucose (547 mg/dl) and subsequent hospitalization. Patient had moderate ketones. The patient was able to change out their infusion site but was recommended to go to the emergency room (ER) for monitoring and evaluation. The patient was released the next day (on (B)(6) 2025). No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.